Event description:
It was reported that as observed on a remote transmission, the right ventricular (rv) lead exhibited oversensing and noise. Two days later, another remote transmission was received, indicating that the patient had received an inappropriate shock due to oversensing, and that the rv lead exhibited high impedances. A second inappropriate shock was received the following day, and the lead therapies were subsequently programmed off. The lead exhibited an apparent fracture, and the lead will be revised. It was further reported that the device was explanted due to the associated lead. The device was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. (B)(4).